Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was revealed that the right atrial lead exhibited noise. The noise was reproducible with isometric exercises. However, over-sensing was not observed. No interventions were made. The patient will continue to be monitored. The patient was stable.